Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the 1st om, on the same day the patient had 5 non-mdt stents implanted in the rca, 3rd rpl and lcx. Approximately 29 months post index procedure, the patient expired due to acute heart failure. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Results, conclusions: death. (B)(4).

Manufacturer narrative:
(B)(4)